Event description:
It was reported that the patient's right ventricular (rv) lead exhibited poor sensing and a high capture threshold. The patient's rv lead was explanted and successfully replaced. The patient was stable.